Event description:
The customer tested his blood glucose using his contour meter and received a reading of "lo". He retested using another meter and received a reading of 131 mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the customer returned his test strips for evaluation.replacement test strips were sent to the customer.